Event description:
The unit was evaluated. Gas regulator was found set closed, so no o2 was delivered from the diss fitting. Operating pressure taken from qdv was 42psi which is within specification. The adjustment lock ring that holds the gas regulator in place was broken and the regulator backed off such that there was no tension on the spring, so no gas delivery would be possible when connecting to the diss fitting. No leaks were found, relief valves were to specification and no thermal performance issues. The reported alleged incident could be duplicated as no o2 delivery was possible from the diss fitting due to the regulator set backed off such that there was no tension on the spring and adjustment lock ring that holds the gas regulator in place was broken.

Manufacturer narrative:
The unit is being returned for evaluation by the manufacturer. If any new information is discovered, a followup report will be submitted.

Event description:
A patient with copd has a helios h46 from which he fills the portable unit. On (B)(6), the base unit was filled by the service driver. On (B)(6) the patient stated low o2 was being released from the portable unit. The bed was wet and the patient started to panic and he hit his head on the headboard and suffered a small bump. His wife and he tried several times on (B)(6) to make the unit work, but the oxygen situation did not change. The base unit was also not releasing oxygen, as its humidifier adapter was broken. The patient's wife took him to the hospital the following afternoon. There, the patient showed signs of hypoglycemia (probably because of the panic). His saturation was at 60% and raised to 80% with the oxygen therapy in the hospital. The collection of the unit and an examination was conducted on july 4th by the customer. The portable unit was all right and no damage was found. The humidifier adapter was broken on the base unit causing the oxygen to not be able to flow from the unit. The patient was discharged from the hospital on (B)(6).